Event description:
Foam strips were reported to detach from the bottom of the boot covers during use. No slips or falls occurred during use, and no medical or surgical intervention was required. Similar incidents have previously resulted in slips and falls; therefore, this complaint is being reported as a failure which is likely to cause a serious injury or illness should it recur.

Manufacturer narrative:
The product involved in the event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard hi guard ultra full coverage boot universal, part number 69672 is contract manufactured by (B)(4) (FDA registration number (B)(4)). Supplier corrective action request (scar) was submitted to the manufacturer on march 27, 2026. A follow-up report will be provided upon conclusion of investigation and response by the contract manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.